Event description:
The customer reported via phone call that they had high blood glucose. Customer's blood glucose was 415 mg/dl. The customer also reported pulling out the infusion set from their body. The customer declined to troubleshoot for their high blood glucose. Customer also declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.